Event description:
Additional information received reported the patient needed a lead revision due to migration. It was noted the revision was scheduled for next week.

Event description:
Additional information received reported the cause of the event was determined to likely have been a lead fracture. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was sick and they cancelled surgery. It was noted the surgery was rescheduled to (B)(6) 2014.

Event description:
It was reported that a patient experienced pinching and burning at the battery site when stimulation was on. It was noted that the healthcare professional (hcp-physician and nurse practitioner) would call the patient. It was reported that impedance testing and reprogramming were performed. It was stated that the issue was not resolved on the day of this report and the cause of the issue had not been determined. It was stated that it was unknown if the leads were a problem yet. It was stated that the patient had burning sensation and pain at the device pocket. The patient status was listed as alive- no injury. Additional information received reported that the patient saw the hcp yesterday and x-rays showed lead migration. It was reported that the patient would be scheduled for revision in the future. Additional information received reported that the revision was scheduled for (B)(6).

Event description:
Additional information received reported that a lead revision or replacement was performed and the pocket was not changed. It was noted that the patient was getting good relief since surgery. It was noted that the patient experienced a stinging sensation at the battery regardless of whether the stimulation was on or off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was seen on (B)(6) 2014 in follow up. No reports of the stinging, it had resolved. It was unknown how or why it was occurring previously. The patient had good coverage of the stimulation.